Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was capped and replaced on (B)(6) 2018 due to oversensing. No further information was available.

Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received on (B)(6) 2019 indicates that the patient's lead was capped and replaced due to lead noise which was oversensed resulting in pauses. The lead which exhibited the noise was the patient's right ventricular lead and not their right atrial lead. The patient's right atrial lead was electively capped but not replaced on (B)(6) 2018 as an atrial lead was no longer needed. The patient was stable throughout the procedure.